Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube is completely separated 24.4cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. The tip is damaged. There are numerous hyptotube and shaft kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on additional information received on 27-feb-2018. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending artery. A 2.50mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion due to calcification and angulation. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good. However, additional information received confirmed that during the delivery of the device the shaft broke.